Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported, that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 500 mg/dl, while wearing the pod between 4 and 24 hours. The pod reportedly, fell off the infusion site (hip/buttocks), causing the cannula to dislodge. Symptoms reported, include hyperglycemia and vomiting. The patient reportedly, was out of pods and was using injections for treatment. At the hospital, the patient was treated with insulin and fluids. The patient was released from the hospital after (B)(6) days.